Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect cyclosporine results generated on the architect i1000sr instrument for one patient. Sid (B)(6) initial run on (B)(6) 2021 was 664.7 ng/ml, repeated same day error code 1007 unable to perform test: post-activation reading is wrong. Sample was repeated (B)(6) 2021 and the results were 106.9 / 119.1 / 140.6 / 117.2 / 133.5 / 137 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and found leaking from the valve, manifold kit (rohs). Service determined this to be the cause of the issues and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr50438.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect I systems service and support manual provides removal and replacement procedures for the valve, manifold kit (rohs). A review of tracking and trending did not reveal any trends related to the customer¿s issue. The rate of erratic results for the i1000sr is below the upper control limit. Based on the investigation, no systemic issue or deficiency was identified.